Event description:
It was reported that the right ventricular (rv) defibrillator coil had one out of range impedance measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted (B)(6) 2011. (B)(4).